Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray button was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the mainframe x-ray button was sticking, causing uncommanded x-rays. This occurred outside of a procedure with no patient involvement. There is no report of injury or death associated with this event.